Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit is having display issues. There was no patient involvement.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is having display issues.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit is having display issues. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse cleaned and re-seated display cable and keypad controller to video receiver cable. Performed functional check and safety test then returned unit to clinical service. No parts replaced during this repair.

Event description:
N/a